Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3389s-40, lot# v033436, implanted: (B)(6) 2007, product type: lead. Product ID: 3389s-40, lot# v029643, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
A healthcare professional reported via a manufacturing representative that a patient whose indication for use was parkinson's dual and movement disorders had an infected implantable neurostimulator (ins). The surgeon was unclear as to what had led to the infection. A culture was obtained and the ins and extensions were explanted on (B)(6) 2015. The issue was resolved. The device would be replaced in the future. The patient was alive with no injury.